Manufacturer narrative:
(B) (4). Physio-control determined that the device might have malfunctioned to deplete the internal batteries. However, physio was unable to conclusively determine the root cause of the failure. A replacement device was provided to customer.

Event description:
It was reported that the device had the charge pak (internal battery charger) icon illuminated. Physio-control evaluated the device and observed that it would not turn on. The internal hlc batteries were depleted. There was no report of pt use associated with event.